Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for collapsed tube with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for collapsed tube with the incident lot was observed. Root cause description: based on the severity and occurrence of the reported condition there will be no further actions. (B)(4). Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® lh 102 i.u. Plus blood collection tubes were slightly bent at the bottom. No serious injury or medical intervention was reported.